Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted that the whole lead was returned in bad condition. Both conductors were noted as stretched and insulations breached (pulled/ stretched/ overstress/ extrinsic). Visual analysis found the outer insulation breach in-vivo with environmental stress cracking. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted for an unknown reason. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.